Event description:
The call was reviewed; the customer did not report serious injury or hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized. The customer reported that the insulin pump froze and had a continuous tone. The customer's blood glucose was 253 mg/dl at the time of incident. The customer's blood glucose was 163 mg/dl at the time of call. The customer stated that the insulin pump did not go blank after removing the battery. The customer reported that the insulin pump froze after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump was monitored had no frozen screen, blank display or constant tone alarm noted. No moisture damage on electronics and motor noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.